Event description:
It was reported that the patient had the lead explanted on (B)(6) 2019. Issue resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s scs system was not providing adequate relief. X-rays confirmed that the lead migrated out of the foramen. As a result, surgical intervention may occur.